Event description:
It was reported that during an unknown procedure, once the clamp and the cable are engaged, the generator requests that the clamp be reactivated. What we do, but this time if he asks us to turn off the generator, as it didn't work we wanted to unadapt the clamp to change the cable but impossible it runs in a vacuum. Failure to switch off the generator, or to detach it from the clamp, resulting in the opening and use of another clamp and another cable and thus rendering the care and treatment of patients delayed. No patient consequence.

Manufacturer narrative:
(B)(4). Date sent: 4/22/2024. D4 batch #: v94w7u. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was received with the nose cone cracked and the mount was noted to be loose. No functional testing could be performed due to the nose cone was extremely cracked and no instrument could be attached to the handpiece. The instrument was disassembled to inspect internal components. The moisture indicator was positive, the acoustic isolator was torn. The transducer assembly was not held in place due to the cracked nose cone, so torquing on the disposable resulted in twisting only the handpiece transducer assembly until the internal wires got disconnected. Due to the cracked nose cone, moisture entered the hand piece mid housing. It is possible that the ingress of moisture affected handpiece functionality. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. Although the analysis was unable to determine the exact root cause that lead to crack in the hand piece nose cone.